Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire although the surgeon was able to squeeze the handle. The patient has no injury.